Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; defect found: defective lcd display/partial characters. Test strips were not returned for evaluation. Most likely, underlying root cause: rc-026: meter displays partial characters due to user mechanical stress. The meter does not produce an e-4 or partial e-4 when running a blood glucose test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020, to ensure the replacement products resolved the initial concern. I was able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for defective lcd display/partial characters. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms, and no medical attention was reported as a result. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 03/31/2022, and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.